Manufacturer narrative:
Product event summary: the device was returned and analyzed; no anomalies were found.

Event description:
The device was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon interrogation of the device, the battery voltage readings have varied around the elective replacement indicator (eri) trigger voltage. The patient has received appropriate therapy delivery as well as received anti-tachycardia pacing (atp), however, the device battery may be depleting prematurely. The device will be replaced when eri is reached and it currently remains in use. No patient complications have been reported as a result of this event.